Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 70 mg/dl and alleged insulin over-delivery. The customer experienced loss of consciousness as a symptom of their hypoglycemia. Emergency medical services assisted the customer but did not treat them. The customer treated for the low blood glucose with glucose tablets. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Customer¿s blood glucose level was 127 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The customer mentioned that their basal rates were recently changed. The customer no longer alleged an over-delivery anomaly after completing the troubleshooting. However, the insulin pump will be returned for analysis.